Event description:
The customer alleges there is an issue with the software of 9 cobas b 221 <6> system analyzers. On all 9 cobas b 221 instruments, the automatic quality control lock randomly switched off. When the lock is turned on, test parameters will be blocked for testing if quality controls fail. With the lock turned off, test parameters will not be blocked for testing if controls fail. This issue occurred on cobas b 221 instrument serial numbers (B)(4).

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No instrument or software failures and no glitches in the systems were detected that could have caused the mentioned qc locks to be deactivated. It is unknown when and why the qc lock was deactivated randomly for some parameters on the cobas b 221s. The qc lock could potentially have been deactivated by a user during maintenance and troubleshooting. It was seen that the b 221 analyzers were connected; it is also likely that the qc lock deactivation was performed unintentionally instead of pressing the "remove qc lock" button.